Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced excessive air bubbles in reservoir and infusion set, even after supply change. Customer's blood glucose was unknown. Troubleshooting was declined as customer wanted insulin pump replaced.